Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device was fired and only the proximal side was stapled. The distal side (rectal stump) was left open. No staples were seen on the distal transection. Intervention was required to prevent permanent impairment/damage. The procedure was completed by converting to hartmann's.